Event description:
A customer reported that the cartridge was not fully snapping into the pump. Upon inspection, it was identified that an o-ring was present on the pneumatic tap, which the customer was instructed to remove. Additionally, the area was cleaned with an alcohol wipe or lint-free cloth as advised by customer technical support. The cartridge o-ring was found to be in place and undamaged, and the customer successfully reloaded the original cartridge. There was no adverse impact to the customer's blood glucose level, and the customer was able to resume insulin therapy successfully.